Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the surgeon completed the firing as usual, and when he pressed the jaws release button, it was confirmed that the reload was stuck to the tissue. Removing the bowel from the tissue manually, it was confirmed that the stapling was formed without problem. The tissue was caught between the staple pockets and staple pushers. There was no patient injury.